Event description:
It was reported that device issues occurred requiring additional intervention. The 80% stenosed target lesion was located in a mildly tortuous and mildly calcified coronary artery. Following pre-dilation with a 3 x 12mm non-bsc lithotripsy balloon, a 3.50 x 24mm synergy xd drug-eluting stent was introduced for treatment, but resistance was felt. As the stent delivery system was advancing through the guide catheter, the shaft broke and the stent was stuck in the guide. The stent was able to be trapped in the guide catheter, and everything was removed together. The procedure was completed using an alternative method. There were no patient complications and the patient fully recovered.